Event description:
A laparoscopic burch-type retropubic urethropexy procedure was being performed, there was suspicion of defective endostitch suturing device. The endostitch was fired several times with endo-stitch suture 2-0 surgidac. There were incidents of needle breakage in the suture. A needle actually was broken off from the instrument. Another insturment device was requested from the surgeon to complete the procedure.